Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a x3 triathlon cs insert #5 22mm was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection from provided images of the device noted some scratches on the bottom of the insert. Dimensional and functional tests could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: review of the provided medical records by a clinician indicate that there is no indication that the three revisions for instability in this case were related to factors of faulty component design, manufacturing, or materials. Device history review: indicates that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the reported instability could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
The arthroplasty was revised due to instability and pain. The components were implanted for ~ 1.75 y. The tibial insert was revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tibial insert. Evaluation of the device cannot be performed. Medical records and x-rays were not provided to stryker for review due to (B)(6) restrictions at reporter's institution. If additional information becomes available, it will be submitted in a supplemental report. Retained at (B)(6).

Event description:
The arthroplasty was revised due to instability and pain. The components were implanted for ~ 1.75 y. The tibial insert was revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 3.